Event description:
It was reported during a surgical procedure on (B)(6) 2021 (manufacturer report number 3006705815-2021-00506 and 3006705815-2021-00507) the physician used a bovie and the ipg became inoperable. Ipg was replaced and therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: reportable aware date.